Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that on (B)(6) 2015 at 10:00pm she obtained results of ¿107, 134 and 170mg/dl¿ on the subject meter. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and took her usual dose of medication in response to the alleged issue. The patient stated that ¿four hours¿ after the alleged issue occurred, she developed symptoms of ¿shakiness¿ and that she self-treated with food or drink. At the time of troubleshooting the cca noted that the meter issue was resolved when the cca walked the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 5/1/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.